Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 300 mg/dl and 243 mg/dl back to back with a result of 125 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated by eating breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.